Manufacturer narrative:
Investigation of returned device revealed that the guidewire coil was broken at middle brazing, squeezing and loosening deformation was observed with the coil adjacent to the middle brazing. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of the returned guidewire, it was inferred that rotational manipulation to the guidewire was performed in attempt to cross the calcified lesion, rotational force was accumulated to the coil, and the coil wire was broken off along with removal of the guidewire. IFU describes in its warning; when torquing this device inside the blood vessel, do not torque continuously in the same direction. This may cause the device to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the device, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, to treat a heavily calcified cto lesion at iliac artery, subject guidewire was advanced as an exchange wire after failure of crossing with other guidewire, crossing lesion was attempted however again failed and some irregular feeling was noted. Upon removal of the guidewire, it was found that the tip of the coil was broken off. Broken and separated coil was identified being left in the anatomy. A stent was deployed to the lesion for vessel revascularization and to fix the separated coil. Patient has been discharged without complication.

Manufacturer narrative:
(B)(4).